Event description:
When pt tests back to back they get a high reading and then a low reading. For example, a reading of 300 mg/dl would be followed 5 minutes later by a reading of 100 mg/dl. The difference in these readings, if acted upon, could be clinically significant. During the troubleshooting process, it was determined that the customer has been using excel off brand reagent strips. It was explained to the customer that bayer does not provide or support the use of off brand reagent. The customer did not have the requisite supplies on hand to perform the electronic checks on the meter. The supplies were sent to the customer. In followup contact, the testing was completed to verify that the meter was functioning properly. The electronic checks on the meter were satisfactory. The customer has been invited to contact 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.